Event description:
It was reported that during the implant procedure, the helix of the lead would not extend while the lead was in the patient, despite turning the rotation tool over 30 times. The lead was removed from the patient, and it was noted that the helix would jump out abruptly after multiple turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead helix would not retract.